Event description:
During the procedure the stent was deployed successfully but the microcatheter became lodged in the stent. The stent, microcatheter, and wire system had to removed as a unit. Corrective action-complete thrombosis of artery. Placed a second stent. Patient suffered a stroke.